Event description:
It was reported that a pericardial effusion occurred. A trace pericardial effusion was noted prior to the case. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. One partial recapture was required. The device met release criteria and was implanted with a complete seal with no measurable jet. After the procedure the trace effusion was deemed to have not changed. While in recovery, an increase in effusion size was noted. No further intervention or pericardiocentesis was required and the patient was discharged and scheduled a follow-up appointment on (B)(6) 2021. At this appointment, the physician determined a pericardiocentesis was not necessary.